Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device sheath not staying locked in place. The silver control knob was locked all the way tight and the green sheath would come far outside the scope or other passes not be there at all. This issue occurred during a diagnostic endobronchial ultrasound procedure. There were no reports of patient harm.